Event description:
The customer reported power supply issues; system is shutting off. No patient involvement reported.

Manufacturer narrative:
Root cause: the failure of c56 prevented the power supply from operating on ac power.